Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalizes illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had 475cc mentor memorygel breast implants placed experienced generalized illness and left sided rupture post procedure. Chest pain on both size and abnormal shape and size of the left breast were noted. Other symptoms were not specified. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-10022 for contralateral prosthesis report.